Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative condition occurred while in use by a patient. The customer states the unit will not transmit data and download compliance reports. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device's system pca needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred while in use by a patient. The customer states the unit will not transmit data and download compliance reports. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.